Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the led's were flashing on the front panel. Tac advised the customer to power off the unit and unplug the scope, then to exercise the tab at the 12 o'clock on the socket, then to power the device on (the device did not flash). The customer was able to freely move the tab on the socket and the panel stopped flashing; however, when the lamp was pressed the flashing started again. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light-emitting diode (led) on the front panel of the xenon light source was flashing. There were no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (type of investigation - device not returned) additional information added to field: since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to defect of the limit switch and the printed circuit board. Olympus will continue to monitor field performance for this device.